Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose was 404 mg/dl at the time of the incident and current blood glucose was 435 mg/dl. The customer was treated with syringe. It was reported that they had no delivery alarm. The customer had symptoms such as nausea, vomiting and blurry vision. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The reservoir will not be returned for analysis.